Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The problem was duplicated if the infusion pressure was not turned on. The system was then tested and met all product specifications. The company service representative advised the staff of his findings with the infusion pressure not turned on. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the footswitch was not responding" (use of device issue). The nurse reported the footswitch was not responding. The displayed icon showed activation. The system was rebooted and the case proceeded. There was a 15 minute delay. No patient injury was reported.